Event description:
It was reported that the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing autoreducing was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had high impedances on their drg slim tip lead at the l5 position which was causing the patient to experience ineffective therapy. In turn, the patient may undergo surgical intervention to address the issue.